Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. However, longevity overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.

Event description:
It was reported, that the patient's implantable cardioverter defibrillator (ICD). Indicated (B)(6) months to the elective replacement indicator (eri) on (B)(6) 2023, but suddenly reached eri (B)(6) 2023. There were no reported patient consequences.